Manufacturer narrative:
Unit received with contamination all contact pins. However, unit passed functional testing.

Event description:
No blood glucose levels reported. It was reported that the customer was hospitalized. The father of the customer reported that the customer was having issues with the transmitter of the insulin pump. The father of the customer agreed to send back the transmitter of the insulin pump for analysis. No additional information was provided.